Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pd-cannula assembly- (twist, bent, kinked): the cause of the cannula kink was most likely patient related due to patient anatomy (horizontal aorta).

Manufacturer narrative:
Updated information: d4 UDI number updated. D9 device return date added. G1 MFR site name aachen removed.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 75 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. The patient's underlying medical history was not shared. The team was placing the pump within the left ventricle for hemodynamic support when it was observed to kink at the pump cannula. Of note, to get to the left ventricle the pump did traverse a "horizontal aorta" which may have been a contributing vessel cause. The pump was explanted and the patient survived. The kinked cannula can lead to hemodynamic instability due to the hemodynamic support stopping during the pump removal, however the removal was performed with no consequence to the patient and support. There is no information on if the patient was placed on other support or medical management.